Event description:
It was reported that during implant of the lead, the r-waves would go down over a few minutes and continued to trend down despite moving it to several locations. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found. Additional finding of blood in/on helix mechanism. Full lead returned and analyzed.